Manufacturer narrative:
Corrections: date due: from 10/10/2023 to 10/11/2023. Gender MDR: from decline to answer to blank. Sex: from prefer not to disclose to blank. Date returned (rfb): from no information (ni) to not applicable (na).

Manufacturer narrative:
The manufacturer previously reported on this device in MDR sap2518422-2022-33851-1. This report was submitted as a duplicate report of the previously submitted report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging of asthma (new or worsening). No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, the manufacturer observed abrasive damage to the front corner of the top enclosure. Dust-like contamination was observed on the top enclosure, blower cap and in the interior of the bottom enclosure. Dust-like contamination was observed on the left side panel, on the dry box, in the bottom enclosure and in the lower base. The device powered on and airflow was confirmed. The device's didn't downloaded logs and unable to be reviewed by the manufacturer service centre. There was one error code found. The manufacturer service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation. In section h: device problem code grid, evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of asthma (new or worsening). No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-33851. This report was submitted as a duplicate report of the previously submitted report.